Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl, bupivacaine, clonidine and dilaudid at unknown concentrations and doses via an implantable infusion pump. It was reported that last night and today the pump had been alarming; it was noted to be a "tiny alarm" that was dual toned. It was stated that the patient had missed a refill last week and has an appointment rescheduled for later today. The caller was concerned that her abdomen and hip area were hurting and that it was going into her leg and tightening up. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.